Manufacturer narrative:
Corrected data: e3 updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: h6(health effect ¿ clinical code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit. Then the fse had further troubleshooted the unit and it was being found that the power management pcb was not charging the batteries. Then the fse had replaced the pcba, cardiosave rohs power management and after the replacement the unit had passed all the functional and safety tests per factory specifications. The unit was returned to the customer and cleared for use. The failure analysis and testing dept. Received swemco with a reported unit failure of the battery not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Due to the damage and the risk posed to the test fixture, this part cannot be tested any further. This revision is obsolete and no longer able to be tested by a supplier. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery won't charge. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.